Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture without a part or lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number provided. A device history record review can not be requested without a lot number.

Event description:
Surgeon reported pt implanted with plate and screws returned to the office and an x-ray showed a broken screw; surgeon removed the hardware. This is one report of two for this complaint event.